Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the stomach during a transgastric endoscopic drainage procedure performed on (B)(6) 2025. During the procedure, the grey sheath detached from the handle upon the initial deployment of the first stent, following resistance encountered by the physician. The procedure was subsequently completed using a non-boston scientific device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted transgastric to the stomach. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the stomach.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent deployment problem.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated with the additional information received on december 19, 2025. Block h6: imdrf device code a150201 captures the reportable event of stent deployment problem. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the axios puncture site after the failed deployment. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. Visual inspection revealed that the outer sheath was detached from the handle at the luer and appeared twisted, with at least 9 torque marks visible, 1 located immediately adjacent to the sheath break, and the rest beginning approximately 10 cm and ending around 19 cm from the break location. No problems were observed at the distal end: no kinks, damage, or cautery marks were present at the tip. Functional inspection for stent deployment could not be performed. However, the torqued region was cut off and the stent was manually deployed by pulling the nosecone apart from the outer sheath. The stent deployed easily and without issues. There was no visible damage to the inner sheath. Media inspection was performed, and it was observed that the sheath was detached from the handle and twisted. No other problems were observed with the stent or the delivery system. Product analysis confirmed the reported events of sheath break, stent failure to deploy, and sheath material torqued. The cause of the reported event of additional device required cannot be established as this event happened during the procedure and there is no way to replicate it in the laboratory. Taking all available information into consideration, the investigation concluded that the reported events were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, the most probable cause of the reported event is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use)/product label. The complainant reported that the axios stent was implanted transgastric to the stomach during an endoscopic gastro-gastrostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated for placement transgastric to the stomach. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the stomach during a transgastric endoscopic drainage procedure performed on (B)(6) 2025. During the procedure, the grey sheath detached from the handle upon the initial deployment of the first stent, following resistance encountered by the physician. The procedure was subsequently completed using a non-boston scientific device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted transgastric to the stomach. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the stomach.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the stomach during a transgastric endoscopic drainage procedure performed on (B)(6) 2025. During the procedure, the grey sheath detached from the handle upon the initial deployment of the first stent, following resistance encountered by the physician. The procedure was subsequently completed using a non-boston scientific device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted transgastric to the stomach. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the stomach.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent deployment problem. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the axios puncture site after the failed deployment. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. Visual inspection revealed that the outer sheath was detached from the handle at the luer and appeared twisted, with at least 9 torque marks visible, 1 located immediately adjacent to the sheath break, and the rest beginning approximately 10 cm and ending around 19 cm from the break location. No problems were observed at the distal end: no kinks, damage, or cautery marks were present at the tip. Functional inspection for stent deployment could not be performed. However, the torqued region was cut off and the stent was manually deployed by pulling the nosecone apart from the outer sheath. The stent deployed easily and without issues. There was no visible damage to the inner sheath. Media inspection was performed, and it was observed that the sheath was detached from the handle and twisted. No other problems were observed with the stent or the delivery system. Product analysis confirmed the reported events of sheath break, stent failure to deploy, and sheath material torqued. The cause of the reported event of additional device required cannot be established as this event happened during the procedure and there is no way to replicate it in the laboratory. Taking all available information into consideration, the investigation concluded that the reported events were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, the most probable cause of the reported event is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was implanted transgastric to the stomach during an endoscopic gastro-gastrostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated for placement transgastric to the stomach.

Manufacturer narrative:
D2a: correction: pro code was corrected to kns. D6a: correction: implant date on (B)(6) 2025 was removed as the stent was never implanted. H6 (impact code): correction: impact code was updated to additional device required. H6: imdrf device code a150201 captures the reportable event of stent deployment problem. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the axios puncture site after the failed deployment. H11: an axios stent and electrocautery-enhanced delivery system were received for analysis. Visual inspection revealed that the outer sheath was detached from the handle at the luer and appeared twisted, with at least 9 torque marks visible, 1 located immediately adjacent to the sheath break, and the rest beginning approximately 10 cm and ending around 19 cm from the break location. No problems were observed at the distal end: no kinks, damage, or cautery marks were present at the tip. Functional inspection for stent deployment could not be performed. However, the torqued region was cut off and the stent was manually deployed by pulling the nosecone apart from the outer sheath. The stent deployed easily and without issues. There was no visible damage to the inner sheath. Media inspection was performed, and it was observed that the sheath was detached from the handle and twisted. No other problems were observed with the stent or the delivery system. Product analysis confirmed the reported events of sheath break, stent failure to deploy, and sheath material torqued. The investigation concluded that the reported events were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, the most probable cause of the reported event is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was implanted transgastric to the stomach during an endoscopic gastro-gastrostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated for placement transgastric to the stomach.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the stomach during a transgastric endoscopic drainage procedure performed on (B)(6) 2025. During the procedure, the grey sheath detached from the handle upon the initial deployment of the first stent, following resistance encountered by the physician. The procedure was subsequently completed using a non-boston scientific device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted transgastric to the stomach. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the stomach.